Event description:
It was reported that after a colon resection procedure ileocoecal-resection, the patient post op bleeding for four days. The bleeding came from rectum in terms of coagulum and melaena gastroscopic showed no signs of ulcus. The patient received 2 port. Of blood. After that no more bleeding and patient sent back home. Device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. Additional information: was anything unusual noticed during the first surgery? No. Did the surgeon or anyone else mentioned difficulties with the device during that surgery?no. Since there was bleeding, is it possible that the patient¿s health history or anatomy contributed to the difficulties that were encountered? No. How much blood did the patient lost? Was a transfusion required? The patient received 2 ports of blood. Was the patient taking any anticoagulants? If yes, specify prescribed medication. No. Does patient have a known coagulation disorder? No. Has the patient taken any steroids? No.